Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the patient¿s right ventricular (rv) lead was exhibiting decreased r-waves. X-ray revealed loss of slack and that the rv lead placement had moved. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.